Manufacturer narrative:
Since the subject device has not been returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed at the preparation for use. It was turned to the black screen when the subject device was connected to the video system center. At the incoming inspection for the repair, olympus australia checked the subject device and duplicated the reported phenomenon. It was found the ccd failure of the subject device which might have been caused this event. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus australia, omsc surmised there was the possibility this phenomenon was attributed to the ccd failure of the subject device due to the water leakage of the camera cable which might be occurred by the storage or reprocess together with tweezers, forceps, and/or surgical knives. If additional information becomes available, this report will be supplemented.